Event description:
The pt is seeing an allergist as pt is experiencing allergic reactions in both legs which began within approximately three months of their trans-ketolase activity procedures. Both knees were seeping drainage with crusting. The pt is also experiencing itching and swelling of pt tongue. Their history includes allergles to sulfur; codeine and cat dander.